Manufacturer narrative:
Please note that the exact event date is unknown and that the event date was reported to be in or about the (B)(6) 2018. The event date used (B)(6) 2018 for reporting purposes. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. On or about/approximately twelve (12) years, seven (7) months, twenty-two (22) days after implantation (including the end date), the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six (6) struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. On or about/approximately twelve (12) years, seven (7) months, twenty-two (22) days after implantation (including the end date), the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six (6) struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
After further review of additional information received.. Additional information received per the medical records state that the patient has a history of a fractured femur, fractured left ankle and pulmonary embolism. The patient was considered high risk for another pulmonary embolus. The filter was implanted prior to correction of the fractured femur. The filter was deployed via the right groin. It was deployed at the l2 level below the renal veins. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that approximately twelve years, nine months after the index procedure, the patient experienced blood clots, clotting, occlusion of the inferior vena cava, leg pain, back pain and the patient was concerned that the filter will break and cause problems. Corrected data health professional occupation additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter had tilted and perforated the ivc. The patient has also reported to have experienced blood clots, clotting, occlusion of the ivc, leg pain, back pain and the patient was concerned that the filter will break and cause problems. The indication for the filter placement was a fracture of the left leg and ankle with a prior history of pulmonary embolism (pe), requiring a filter placement prior to the correction of the fracture. The filter was placed via the right internal jugular vein and deployed at the l2 vertebral level. The patient is reported to have tolerated the procedure well. Approximately twelve years and eight months post implant the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six (6) struts had significantly perforated the ivc. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety, leg and back pain do not represent a device malfunction and may be related to underlying patient specific issues and/or patient pre-existing conditions. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.